Event description:
It was reported that the customer was hospitalized due to high blood glucose of 309mg/dl. The father stated that her daughter went to bed with 124mg/dl and she woke up with high blood glucose. The caller stated that the insulin pump alarmed off no power without alarming low reservoir. Advised the caller that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. Unable to confirm unexpected off no power alarms. After testing it was concluded that the device operated within specifications.